Manufacturer narrative:
Impact code: f2201 biopsy. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Patient reported left side rupture, "calcifications", "peri-inferolateral liquid content", and "fibroadenomatoid alterations" (non device related). The device remains implanted.